Manufacturer narrative:
This report is submitted on 9 december 2020.

Manufacturer narrative:
This report is submitted on september 22, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the magnet. Additional information has been requested but has not been made available as of the date of this report.